Manufacturer narrative:
A ge service representative performed an onsite investigation. The image chain was checked and the video signal cable was reconnected. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system only displayed half of an image. No patient injury was reported.